Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380

Event description:
It was reported that patient faced an event where infusion set inserted into body crease or area subjected to temporary positional blockage causing to high blood glucose of 429mg/dl and treated with bolus on (B)(6) 2026